Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minimum fill notification occurred after filling the cartridge with 100 units of insulin. Reportedly, due to not eating food blood glucose (bg) decreased to 32 mg/dl. Milk and carbohydrates were consumed and bg increased to address the issue. Reportedly, a new cartridge was filled and loaded successfully.